Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
During an infection case it was noticed metallosis around the head and according to surgeon alval case. The caput was revised. The patient had an abg2 with lfit v40 head. The patient got a universal biolox delta head with v40 sleeve.